Event description:
Customer's parent called to report their son had high blood glucose levels (bg's) despite giving correction bolus insulin doses. The bg got as high as 384 mg/dl before they gave a manual insulin injection. The pod eventually alarmed so they took the pod off and started a new one successfully. No further info is available.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.